Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the angle adjustable back broken while the customer was using it.